Event description:
It was reported that the doppler was not working properly on the cs300 intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the suspected problem with the doppler probe. The fse replaced the doppler with a new one & kept the unit under observation. Additional information is being requested and a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) doppler was not working properly. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse suspected the problem to be with the doppler probe. So, in order to fix the issue, the fse replaced the doppler probe (0154-01-0005) and kept the unit under observation. All functional and safety checks were performed to meet factory specifications and the unit was returned to the customer and cleared for clinical use.

Event description:
N/a.